Manufacturer narrative:
The device was returned for evaluation and the stent was found detached due to tensile failure. Stent separation. (B)(4).

Event description:
Treatment of an m1 occlusion. During the mechanical thrombectomy, the solitaire fr separated from the pushwire as it was being retrieved from the second pass. The stent remained in the m1 segment; however, balloon angioplasty was performed on the stent to improve blood flow. It was reported that the patient was extubated without any neurological deficits and a CT (computed tomography) scan the next day showed that the mca (middle cerebral artery) was reperfused.